Event description:
Report rec'd of a pump turning off without alarm during an infusion of epinephrine. The customer contact reported that a post open-heart pt was receiving epinephrine 4mg in 250ml of unspecified solution at an unspecified rate. It was reported that the pump was plugged in and "turned off" without an alarm. According to the customer contact, the pt's blood pressure dropped to an unspecified level and a nurse who was at the bedside replaced the pump and continued therapy. No other interventions were reportedly required, and the pt's blood pressure improved upon re-initiation of the infusion. Though requested, there was no further info available.